Manufacturer narrative:
Result: cracked head left siderail panel and right inner blank module.

Event description:
It was reported by service report that the head left siderail inner panel and right inner blank module were structurally cracked with no sharp edges. No pt involvement or adverse consequences were reported.